Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She sought medical assistance for removal of the pledget from her vaginal cavity. She did not experience any adverse health effects.